Event description:
Pt brought in a via ems c/o bilateral leg pain. Pt back to exam room at 1005-1010 via edt following chest xray and ultrasound doppler to bilat legs. Upon rn arrival in exam room at 1050, pt without pulse or respirations, monitor showing asystole. Pt resuscitated but died. After resuscitated, found that monitor alarms were turned off and, therefore, did not alert staff to pt status change.